Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon while crossing a highly calcified lesion. The dislodged stent was able to be snared without any patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. In this case, the calcified lesion may have contributed to the dislodgement, through this could not be confirmed. Without the device for analysis, a definite root cause for the dislodgement cannot be determined.